Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Investigation of returned suspect device found a mechanical issue with the biopsy needle. A slight deformation at the tip of the inner cannula was found confirming the reported issue of the inner cannula sticking to the outer cannula. A replacement biopsy needle was shipped to the site.

Event description:
A medtronic representative reported that while during a case, the inner cannula of the biopsy needle was sticking to the outer cannula. They were still able to use this biopsy needle and the case was successful. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.